Manufacturer narrative:
A revision procedure was performed and this ICD was successfully replaced. It will be returned to boston scientific for laboratory analysis. No additional information is available. Once the ICD has been returned and analysis completed, this report will be updated.

Event description:
Upon receipt at our post market quality assurance laboratory, the ICD was analyzed.

Manufacturer narrative:
A review of device memory revealed that the device declared eri after experiencing two consecutive charge times greater than the eri charge time limit of 18 seconds. The device passed a series of diagnostic tests to assess the performance of defibrillation, pacing, sensing, high voltage shocking, and diagnostic recording functions. The device's monitoring voltage was normal based on therapy use and programmed settings. Charge times in excess of the 18 second eri charge time limit triggered eri earlier than expected. This was due to a build-up of internal battery impedance, preventing the device from meeting its expected longevity per device labeling. This issue is discussed in our q2 2010 crm product performance report.

Event description:
Boston scientific crm received information that this implantable cardioverter defibrillator (ICD) displayed the elective replacement indicator (eri) after being implanted for 31 months. There was a concern that the battery had depleted earlier than expected. No adverse patient effects were reported.